Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was missing additive. The following information was provided by the initial reporter. The customer stated: (B)(6) 2023 - no further clarification provided on issues - fibrin only at this time. "After the patient's blood sample is centrifuged, there are blood streaks, fibrin, finely divided gel and other substances that should not appear in the serum after centrifugation above the separation gel of the blood collection tube, which often block the instrument pipeline and cause instrument failure, which affects the tat of the specimen and affects the specimen. The accuracy of the results is affected, the reagents are wasted, and the work efficiency is affected."

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated and no issues were observed relating to fibrin clots as all samples met specifications: retention samples were subjected to visual inspection, additive amount testing, and gel weight testing. All results were within product specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fibrin clots. Bd was not able to identify a root cause for the indicated failure mode. Complaints for sample quality are under statistical control for the month of april, 2023. At this time, further testing is not indicated."

Event description:
It was reported when using the bd vacutainer® sst blood collection tube there was missing additive. The following information was provided by the initial reporter. The customer stated: 25apr2023 - no further clarification provided on issues - fibrin only at this time. "After the patient's blood sample is centrifuged, there are blood streaks, fibrin, finely divided gel and other substances that should not appear in the serum after centrifugation above the separation gel of the blood collection tube, which often block the instrument pipeline and cause instrument failure, which affects the tat of the specimen and affects the specimen. The accuracy of the results is affected, the reagents are wasted, and the work efficiency is affected."